Event description:
It was reported to philips that x-ray tube was arcing during exposures. Patient was moved to another room to complete the procedure. The system was in clinical use at the time of event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information the diagnosis coronary procedure continued on the same system where the problem was intermittent, and the procedure was completed with minor disruption. System did not required restart. It was reported that tube arcing during exposures. Upon further inspection, philips field service engineer (fse) visited onsite and confirmed that the tube cover was damaged. Fse replaced the high voltage cables. After the replacement of high voltage cables, the system was returned to use in good working. The codes were updated based on the investigation outcome. Health impact code was corrected.